Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing with multiple supplies. In addition, the connection between the cartridge tubing and the infusion set was not secure. A supply change was performed to address the issue. While changing the supply, the customer did not performed the air removal process. A cartridge change was performed resolving the issue. Reportedly, the customer was using apidra within the cartridge. Tandem technical support advised the customer against using off label insulin with the pump. Customer's blood glucose level was 103 mg/dl.